Event description:
Event description boston scientific, crm received information that a 24 hour holter monitor revealed that this pacemaker's rate dropped to the 40's. The patient was not symptomatic and the threshold and impedance measurements looked good. The patient performed isometrics, and pacing inhibition was observed in unipolar configuration at a lower sensitivity. No inhibition was observed in bipolar configuration. As a result, the sensitivity was reprogrammed to a less sensitive setting and the plan was to monitor the non-guidant right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. The device was explanted over three years later for normal battery depletion and returned for analysis. Visual observations noted no anomalies. All telemetry operations were normal. The device passed all manual electrical measurements and paced and sensed normally during testing. In addition, the device passed longevity calculations. Lastly, analysis could not confirm the field allegation.